Event description:
Event description this implantable cardioverter defibrillator (ICD) was returned to guidant following replacement for normal battery depletion. The device was implanted for approximately 54 months, and there were no allegations against it. An event was created due to analysis.